Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power on) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board and the c139 component was physically damaged. The root cause for the defective u104 pxa processor and damaged c139 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.